Manufacturer narrative:
(B)(4). Dexcom reviewed receiver data log on 7/21/2014. There were indications of gaps in transmission. Patient complaint of intermittent antenna icon is confirmed.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report an out of range signal on (B)(6) 2014. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support. Patient advised dexcom technical support that patient did reset the device, but device continued to present an out of range symbol.